Manufacturer narrative:
(B)(4). Evaluation summary. The bravo delivery system was investigated visually for external damage. The product functioned according to specification and the bravo delivery system had no damage. A review of the device history record indicated that the product was released meeting finished product specification.

Event description:
According to the reporter, the bravo capsule failed to detach.